Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit passed displacement test. Unit received with same audio tone when switching from volume 5 to volume 1 and hardware low level failures (variable 3) alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly.

Event description:
The customer¿s mother reported via phone call that the insulin pump was not making any noises while alarming. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump did not pass the audio check. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with same audio tone when switching from volume 5 to volume 1 and pump error 63 (variable 3) alarmed during self test due to broken trace at pin 6 (sda) on keypad assembly.